Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the mid left anterior descending (lad) artery. The proximal to the distal section of the lesion was predilated with a 1.5 x 10 non-bsc balloon catheter then upsized to a 2.5 x 10mm non-bsc balloon catheter. Three stents were selected, which includes a 2.5 x 32mm non-bsc stent, a 2.75 x 32mm non-bsc stent and a 3.0 x 32mm promus element stent, to treat the proximal section of lad. Then, a 2.25 x 12 promus element drug eluting stent was advanced to treat the distal end of the lesion. When the promus element stent was advanced, it failed to cross the lesion. The device was then removed from the patient and was noticed to be slightly deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Age at time of the event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the deice was returned for evaluation. A visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the three most proximal rows were misaligned and pushed distally. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the mid left anterior descending (lad) artery. The proximal to the distal section of the lesion was predilated with a 1.5 x 10 non-bsc balloon catheter then upsized to a 2.5 x 10mm non-bsc balloon catheter. Three stents were selected, which includes a 2.5 x 32mm non-bsc stent, a 2.75 x 32mm non-bsc stent and a 3.0 x 32mm promus element stent, to treat the proximal section of lad. Then, a 2.25 x 12 promus element drug eluting stent was advanced to treat the distal end of the lesion. When the promus element stent was advanced, it failed to cross the lesion. The device was then removed from the patient and was noticed to be slightly deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.